Event description:
It was reported the patient experienced withdrawal symptoms in the last month. The catheter was dislodged. The healthcare provider (hcp) believed the catheter had come out of the spinal canal. The hcp considered replacing the distal section. A computed tomography (CT) was performed. The pump was delivering dilaudid. Additional information reported per the physician, the patient was experiencing a return of pain symptoms after doing well with treatment up until two months ago. The physician clarified there were no withdrawal symptoms. The physician was unable to do a dye study as the patient is allergic to iodine. An x-ray image reviewed by another physician showed likely catheter fracture and/or dislodgment just outside of spinal canal. A new spinal segment was put in place on (B)(6) 2014. The old catheter was not removed. The segment from the pump still had good flow and was not replaced. Additional information has been requested but was not available at the time of the report.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).